Event description:
The end user reported that the starter hole of the moldable wafers were off-centered. Also, she mentioned that out of one market unit, half of the moldable wafers were identified as off-centered before use. The product was used by the end user and no harm was reported. Moreover, she experienced a decrease in wear time and believed that it could be related to the alleged issue. Although, she mentioned that she had some assessment changes, stoma was not protruding as much and abdomen had become more rounded. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary photograph, video and/or physical sample evaluation: ¿ there is photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 3k01262 was manufactured on 05/oct/2023, in ffs#1 manufacturing line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 12/apr/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1709735 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 12/apr/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3k01262 lot for the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect and no additional complaint was identified. Historical nonconformance review: on 12/apr/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect for the lot number 3k01262 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 5 defective parts confirmed to date from a lot size 86,300 products. This represents a defect rate of only 0.006% which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25 based on our standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusions: as photograph was available for this complaint issue, it was evaluated and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.